Event description:
It was reported that when the patient presented in clinic for follow-up, lead dislodgement was noted on chest x-ray. CT scan was performed the following day and it was noted that the lead tip had perforated through the right ventricle. Lead was explanted and replaced successfully. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.